Event description:
Boston scientific received information that a health care professional (hcp) stating that this patient had a syncopal event and would like the device checked by a boston scientific sales representative to see if a shock was delivered. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.